Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient noted receiving 43 alarms. The patient has been doing a manual fill during the day but has not been able to drain in drain 0, therefore they are bypassing that step. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4260 ml during drain 1 of the treatment. This drain volume is 213% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient is at home and stable. The pdrn stated the patient is still not able to drain or fill properly. The patient will follow up with their surgeon once they complete previously prescribed antibiotics. The patient has received a new cycler. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient noted receiving 43 alarms. The patient has been doing a manual fill during the day but has not been able to drain in drain 0, therefore they are bypassing that step. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4260 ml during drain 1 of the treatment. This drain volume is 213% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient is at home and stable. The pdrn stated the patient is still not able to drain or fill properly. The patient will follow up with their surgeon once they complete previously prescribed antibiotics. The patient has received a new cycler. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line and drain line alarms. The patient noted receiving 43 alarms. The patient has been doing a manual fill during the day but has not been able to drain in drain 0, therefore they are bypassing that step. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4260 ml during drain 1 of the treatment. This drain volume is 213% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient is at home and stable. The pdrn stated the patient is still not able to drain or fill properly. The patient will follow up with their surgeon once they complete previously prescribed antibiotics. The patient has received a new cycler. The cycler is scheduled to be returned to the manufacturer for physical evaluation.